Event description:
During troubleshooting of an unrelated alarm, it was reported that the caregiver (cg)switched out the heater bag. The event occurred during fill one on the home choice (hc), the home patient (hp) was connected. The technical service representative (tsr) assisted the cg to end therapy. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned, a device analysis could not be completed. This is a report of a use error by reusing a single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.